Manufacturer narrative:
The returned device was evaluated and a tear was found in the soft cannula. The downloaded data shows no signs of struggle or pulse width increase that would indicate a bend/kink or a failure of the pod to deliver insulin during run time. Although damage to the cannula was observed, the exact cause of the bleeding/bruising and high blood glucose levels could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose reached 266mg/dl while wearing the pod on her arm for longer than 48 hours. She was also bleeding from the site and there was blood in the cannula. The device was returned for evaluation.